Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absolute pro device has been filed under a separate medwatch MFR number. Thrombosis is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the stented region and was successfully treated with thrombolytic medication and percutaneous angioplasty. Angiographic images were reviewed by an abbott clinical specialist. The results concluded that the stents in the common femoral artery down to the popliteal artery appear patent and mostly clear post dilatation. There appears to be some thrombus along the perimeter of the stents throughout, but no occlusion is noted in the final post films.

Event description:
It was reported that approximately five months post stenting procedure in the common femoral artery to popliteal artery with two absolute pro stents, in-stent thrombosis was identified and was successfully treated with thrombolytic medication and percutaneous angioplasty. This thrombosis occurred when the patient ceased taking plavix. There was no adverse patient sequela reported. Though requested, no additional information was provided.